Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 16 x 2.75 rebel stent was advanced but was unable to cross the lesion. The physician felt that the stent strut kept getting hung up. An attempt to cross the lesion again was made, but failed. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.